Event description:
The removal of the vena cava filter implanted about 60 days before failed due to the tilted filter and to the head of the filter totally attached to the vena cava wall. At the beginning, the physician notes that some arms/legs of the filter were placed in a lumbar vein, some others had perforated the cava vessel wall. The physician attempted to retrieve the filter using a recovery cone. The withdrawing procedure was performed correctly, but the head of the filter didn't detach fro the vessel; wall, so it was not possible to retrieve the filter. The asymptomatic pt is in perfect condition and didn't receive any injury during the retrieval procedure.